Event description:
St. Jude medical was noticed that the physician elected to explant the device when low battery voltage was observed along with an extended charge time. During device change-out, lead damage was observed near the is-1 connector. The lead was also explanted.